Event description:
It was reported that, during a visit to the hospital, interrogation of the device had a red warning screen indicating the device had a patient data alert. The patient's data, i.e., electrode information, etc., was missing. Technical services reviewed the latitude information and determined this occurred between july 25 and august 15th. Technical services advised to replace the data and then monitor the device to assure the information remains. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.